Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred.   The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery (cfa) to vessel below the knee (bk). A 1.5mm x 20mm x 143cm coyote¿ balloon catheter was advanced for dilation. There was no visual issue prior to use. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the wire lumen. Microscopic inspection found no irregularities or defects in the balloon material. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery (cfa) to vessel below the knee (bk). A 1.5mm x 20mm x 143cm coyote¿ balloon catheter was advanced for dilation. There was no visual issue prior to use. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.